Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass surgery, during set-up, there was a leak from the gas exhaust port of the oxygenator. There was no pt involvement as this occurred during set-up. The product was changed out. The surgery completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval and performance testing confirmed the complaint. The most likely cause is a missed visual inspection. Training will be conducted. A review of the complaint files could not confirm that there have been previous reports for this lot. All available info has been placed on file in quality mgmt for appropriate tracking, trending and follow up. (B)(4).